Event description:
The surgeon inserted a aq5010v three piece silicone lens. The lens haptic tore off upon insertion into the eye. The lens was removed without enlarging the incision and another lens was inserted. No pt injury.